Event description:
A customer reported a cartridge alarm that occurred during the pump's load process. The customer's blood glucose level rose to 518 mg/dl due to the issue. To address this, the customer administered a corrective injection via multiple daily injections. Reportedly, the customer reverted to alternate method of insulin therapy.